Event description:
During a ptca procedure, after several attempts at wiring a difficult leas, the distal tip of the wire separated. The wire portion was retrieved with a snare. Pt status is listed as "ok".